Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "crna's report that the lma caused trauma to patient, friday (B)(6)2024 crna reports seeing blood on lma when extubation occurred and she reports she had to give extra medication to relax pt r/t trauma with lma; complain that the curve is too stiff and causing trauma to pt. Anaesthesiologist also reports issues with lma stiffness".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: correction to section d4 UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported that: "crna's report that the lma caused trauma to patient, friday on (B)(6) 2024 crna reports seeing blood on lma when extubation occurred and she reports she had to give extra medication to relax pt r/t trauma with lma; complain that the curve is too stiff and causing trauma to pt. Anaesthesiologist also reports issues with lma stiffness".